Manufacturer narrative:
This complaint was received via user report and has been reported to fimea (finnish medicines agency). Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a fimea (finnish medicines agency) user report which reported the following information: a customer reported that their adc device given low readings compared to a finger prick test. The adc device showed an unknown low value and after the customer self-treated with food. After which the sensor value had started rising a bit but showed lower value of about 4 mmol/l, compared to finger prick test result of about 12.4 mmol/l. When plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. It is unknown whether the customer noted a trend arrow on the device. The customer indicated that they already contacted the adc customer service on 08-jun-2026 about the faulty sensor, so it is likely that the sensor has already been replaced and possibly returned. However, no contact information was provided; therefore, adc is unable to attempt any follow up activities related to this event. There was no report of death or permanent impairment associated with this event.